Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on another instrument, resulting as expected. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse checked all tubing and performed a diluent check. Calibrations and quality controls were run, and results were within range. The cause of the discordant, falsely elevated na result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.